Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that devices were explanted. Patient had devices implanted to treat trunk pain secondary to pancreatitis. The device worked adequately to treat her pain in the past, but her pancreas conditioned worsened and her pancreas was ultimately removed at an unknown date in the past. Since having her pancreas removed, her pancreatitis went away and her trunk pain changed in a way that the stimulator didn¿t help any longer. Reprogramming was attempted at unknown dates in the past. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. Hcp had no further information. The devices were discarded by the customer. Patient's weight was asked but unknown. No further complications were reported/anticipated.